Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd nexiva catheter experienced catheter breakage/separation from hub. Product defect was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: they say they just turned the patient over and it "snapped".

Event description:
It was reported that the unspecified bd nexiva catheter experienced catheter breakage/separation from hub. Product defect was noted during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. Per email: they say they just turned the patient over and it "snapped.".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a green winged adapter with the catheter tubing extending from the nose and the extension tubing extending from the clear port. There were thick traces of media present throughout the length of the catheter tubing and the length of the extension tubing. The provided photo reveals separation of the extension tubing from the luer adapter. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment as there was not sufficient evidence to establish a root cause from the photograph. DHR review was not conducted for this incident because a lot number was not provided and reported as unknown.